Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all." "As per cc form": they are used to placing these stents. They place the stents according to the IFU. During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all. Patients was treated with another stent which was luckily available. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: they are used to placing these stents. They place the sents according to the IFU. During placement, they heard a sound (cracking sound) which they normally not hear, and the stent did not open/deploy at all. Patients was treated with another stent which was luckily available. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. 2. What endoscope type and channel size was used? Olympus 190 series, working channel 3.7. Ercp duodenoscope. 3. What was the position of the elevator? N/a, open, closed. Halfway open. 4. Details of the wire guide used (diameter, type, make)? Viziglide olympus 450cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no biliary. 7. Please advise the anatomical location of the intended target site. Biliary. 8. How long was the stent in the patient by the time this complaint occurred? Directly. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? They used another stent, same size, during the same procedure. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? It was for a bleed. 2. Where was the stricture located in the body? Biliary. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? N/a. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes, no kinks. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify. 3. Was the directional button pressed during use? Was at the first time deploying, button was not pressed. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? During placement biliary. 5. Was the yellow marker kept in view during deployment? Yes, according to IFU. 6. Are images of the device or procedure available? No pictures. Stent is available. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) not applicable: 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.